Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed, and the damage appears to have occurred during use of the device. One powerglide pro midline catheter was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was visible between the catheter and the needle. The guidewire was protruding from the needle bevel. The guidewire was kinked 2mm from the distal tip. A microscopic examination of the guidewire revealed blood residue on the guidewire coils. There was a gap between adjacent coils at the location of the kink. Impressions from the guidewire coil wire were visible along the inner edge of the needle bevel, which indicates that the guidewire was forced against the needle bevel after it was kinked. A functional test revealed that the guidewire could be fully extended, but could not be fully retracted within the needle, due to the kink in the wire. It appears that the damage observed on the returned device is associated with complications related to use. The guidewire may have inadvertently hit an obstruction during deployment. The IFU suggests breaking the catheter tip adhesion before inserting the needle by fully advancing the guidewire, advancing and retracting catheter wings 1/8¿, and retracting the guidewire. With this step, it is assumed that any damage would have been observed before use. A lot history review (lhr) of reau1002 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by the sales representative, that when the healthcare professional (hcp) was placing a powerglide under ultrasound guidance in the patient's left arm, the hcp deployed the guidewire, the patient complained of pain, the procedure was stopped and the guidewire was removed. Upon removal of the guidewire hcp reported that the tip of the guidewire was bent. On (B)(6) 2016 - per bas engineer, the returned guidewire was kinked.